Manufacturer narrative:
An event of death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the navitor valve was implanted. After 2 weeks post procedure, the patient was found passed away. Based on the information received, the root cause of the reported death could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The device was implanted with no complications. There was no heart block observed post-implant. The patient was discharged 4 days post-procedure. Approximately 2 weeks post-procedure the patient was found passed away. The cause of death was unknown.